Event description:
It was reported that, "we were placing one of them yesterday and the knob broke off of the stylet after placement, causing the use of hemostats to remove stylet, which caused displacement." Additional information received states that the incident "led to baby having to have another chest tube to be placed. Baby is critical but stable".

Manufacturer narrative:
(B)(4). One unit was received for evaluation. Sample was not received in its original packaging. The rod and the catheter are not assembled. No broken issues between knob and rod were observed. A device history record review was performed, and no relevant findings were identified. No corrections can be established at this moment since no problem found on sample. Customer complaint cannot be confirmed since no problem found on sample. However, complaints of this type will continue to be monitored via periodic reviews to evaluate if any trend exists.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "we were placing one of them yesterday and the knob broke off of the stylet after placement, causing the use of hemostats to remove stylet, which caused displacement." Additional information received states that the incident "led to baby having to have another chest tube to be placed. Baby is critical but stable".